Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced phrenic nerve/diaphragmatic stimulation and the atrial lead was not sensing in the atrium. The lead was repositioned. A few weeks after the lead was repositioned the lead demonstrated high threshold measurements due to dislodgement. The lead was removed and replaced. No patient complications have been reported as a result of this event.